Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered shocks. The health care professional (hcp) mentioned that the patient was in atrial flutter and had also received an alert that patient was in atrial fibrillation (af). A patient initiated interrogation (pii) was done and data was posted in the system. Additional information obtained indicated that an atrioventricular node ablation was performed. The crt-d remains in service. No adverse patient effects were reported.